Event description:
On (B)(6) 2014, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that the filter abuts the left lateral inferior vena cava (ivc) wall. There was a minimal tilt of 5 degrees, minimal perforation of 1.5 mm with no evidence of involvement of adjacent organs or vessels. There was no evidence of stenosis, migration, or fracture.

Event description:
On (B)(6) 2014, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that the filter abuts the left lateral inferior vena cava (ivc) wall. There was a minimal tilt of 5 degrees, minimal perforation of 1.5 mm with no evidence of involvement of adjacent organs or vessels. There was no evidence of stenosis, migration, or fracture.